Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified in the alarm log review and during visual inspection. The f-38 alarm was caused by damaged force sensing resistors. The device was taken out of service. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). The event occurred when turning on the device. There was no patient involvement. No additional information is available.